Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an interventional percutaneous transluminal angioplasty procedure with a 6f sheath. Reportedly when removing the device from the anatomy, the knot was loose as the suture failed to capture the artery [cuff miss / suture-retrieval issue occurred]. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Additional evaluation: in this case it is possible that there was a mal position of the device where the suture did not capture the vessel, however, this cannot be confirmed as the suture was not returned.h6: type of investigation code 4116 added.